Event description:
Event description: the event concerned the removal of a suspected infected delta xtend shoulder implant from the right shoulder during an arthroplasty procedure. Purulent discharge was observed within the humeral canal, and intraoperative swabs were collected for analysis. The wound and humeral canal were irrigated, and a cement spacer with vancomycin was implanted. The original delta xtend implant had been placed due to failure of a previous orif (open reduction and internal fixation) (non-union) with plate and screws. The glenoid metaglene was well fixed in the glenoid at the time of explant. The patient experienced infection, which led to revision of the delta xtend shoulder implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Patient: 2374, 1723, 1924. Device: 2923, 3023. Reference report: mw5183209.